Event description:
It was reported to resmed that an astral device overheated and displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation confirmed the reported complaint. The internal battery and heated flex cable were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf180 and revealed internal battery degraded warning alarms. Performance testing could not reproduce the reported device overheated. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 and internal battery degraded warning alarms were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device overheated and displayed an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.